Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to (B)(4). Once the sample is received and the investigation is complete, a supplimental 3500a medwatch will be submitted with the results of the investigation.

Event description:
It was reported during a total hip replacement that while using the offset reamer handle to prepare the acetabulum the inner shaft piece sheared off. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the drive chain of the device. Visual examination of the adaptor coupling and the surface of the fracture observed evidence the device had experienced torsional fatigue. The visual inspection further noted the complaint sample components were from different serialized manufactured lot numbers, which is not the correct use of the device. In addition numerous areas of surface deformation was found on the exterior of all components evidence of wear from repeated use. A manufacturing and process review was completed and no discrepancies were found. No further investigation is required.